Event description:
A report was received that a patient had lost stimulation. The patient was able to feel stimulation if the intensity was increased to three times the regular levels. The patient was experiencing high impedances on two contacts and lead migration was confirmed by x-ray. The patient had a revision in which the entire system was replaced. The physician did not suspect any malfunction of the ipg and elected to replace it. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs phase iii 50cm lead. Device evaluation indicated that the lead (B)(4) passed mechanical tests performed. The complaint of high impedance was confirmed. Impedance test verified three open contacts. Visual inspection revealed the lead body had a kink approximately 5 inches from the distal end. The high impedance cables were severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes. These severed cables are the reason for the high impedance readings that were observed. Device evaluation indicated that the lead (B)(4) passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of high impedance was not confirmed. The lead was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance could not be duplicated.